Event description:
The customer did not provide a reason for the return of the product. There was no pt injury reported. More information rec'd on the product states "will not turn on". Inspection shows that the alarm has intermittent power.

Manufacturer narrative:
(B)(4): evaluation results: other, evaluation of the returned product found that the alarm has intermittent power when using new batteries. The alarm case is damage on the top left and bottom right corners. The liquid label is missing. Note: posey instructions for use as a statement: "the alarm is an electronic device. If the unit is subjected to severe mechanical shock such as dropping the unit, or is submerged in liquid, the unit may stop functioning as designed". (B)(4).